Event description:
It was reported that the physician encountered a lot of resistance and no stylets would advance into the lead after the prepackaged one was withdrawn. There were no issues withdrawing the stylets. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3777-60, serial #(B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6). Lead: model 3777-60, serial #(B)(4), implanted: 2011 (B)(6), explanted: unknown. Stylet: model, serial #unknown. Stylet: model, serial #unknown. Stylet: model, serial #unknown. Stylet: model, serial #unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3777-60, lot # v780883006 found foreign material blocking stylet insertion. The foreign material was determined to be epoxy and was under the #0 connector sleeve on the proximal end. A functional test found continuity acceptable with no shorts between circuits. Visual inspection of each of the four stylets found no anomaly. The stylets analyzed included the white handle/white cap stylet, white handle/blue cap stylet, green handle/green cap stylet, and green handle/blue cap stylet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.